Event description:
No patient to report. The medtronic navigation set contains a 6.5 tap. The lumen is as small as the size of a small needle. There is not a rigid brush to brush it out. The manufacturer does not provide one or a suggestion for one. This instrument is used with bone. Bone becomes impacted in the small lumen making extremely difficult to clean.